Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead. During the procedure, placement difficulties were encountered. In addition, it was dislodged, and once the position was changed, there were helix extraction difficulties. A lead fracture was encountered. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.